Event description:
Per written report: "filtered set being used for amino acid delivery on small child in home patient setting. Mother established infusion early in p.m. On infusion pump. Three hours later, mother noticed 'set had split' above luer lock connection." " patient condition-unknown, no report of undue effect on child." One incident.